Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced muscle stimulation. The left ventricular lead was explanted. There were no complications during the procedure. The patient's condition was stable during and post procedure.